Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be used to treat an 8-9cm stricture in the esophagus due to cancer during an esophageal metal stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to expand after complete deployment of the stent deployment suture. The stent remained at its position on the delivery system and was removed with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be used to treat an 8-9cm stricture in the esophagus due to cancer during an esophageal metal stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to expand after complete deployment of the stent deployment suture. The stent remained at its position on the delivery system and was removed with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code 3270 captures the investigation findings of stent failure to expand. Block h10: an ultraflex esophageal ng distal release covered stent and delivery shaft were received for analysis; the deployment suture was not returned. The stent was received deployed inside the shaft and was not fully expanded. Visual inspection was performed and it was found that the loops of the stent were bent. Functional examination was performed by submerging the stent in a hot water for 10 minutes and the stent failed to expand. The outer diameter (od) of the stent and the stent length were measured and were not found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to expand was confirmed as the stent was received not fully expanded and did not expand during the functional examination. It is most likely that the stent was exposed to a temperature of 48 degrees celsius or greater as the stent was received with uneven expansion and did not meet the desired stent body diameter; these conditions are consistent with previous findings in an ultraflex esophageal temperature technical report when a stent is exposed to a temperature of 48 degrees celsius or greater. The (instructions for use) IFU states that ultraflex esophageal ng covered stents should be stored in a cool, dry, dark place and do not exceed 40 degrees celsius. A study was performed to the boston scientific corporation (bsc) distribution centers and routes managed by bsc, which confirmed that the temperature conditions within these routes did not exceed the indicated temperature. It is not possible to determine the transport and storage conditions of the stent when it failed to expand; however, considering the condition of the returned device, the failure to expand of the stent is consistent with the thermal-mechanical failures of stent covers exposed to temperatures exceeding the recommended temperatures. Based on this information, the damage is most likely attributed to transport and storage conditions. Additionally, the stent loops were bent; however, there is insufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.